Manufacturer narrative:
Engineering log review confirmed that on (B)(6) 2025 the ilet generated appropriate alerts for cgm replace, low insulin, low battery, empty cartridge, and bg-run expiration. Insulin delivery interruptions occurred due to an empty cartridge, depleted battery, incomplete supply change process, and lack of glucose input during cgm unavailability. Insulin dosing resumed once a bg value of 400 mg/dl was entered. Device logs indicate the ilet functioned in accordance with its design specifications and alerted appropriately. Device malfunction was not confirmed. The reported hyperglycemia and subsequent dka are consistent with interrupted insulin delivery related to user response and therapy management factors. No product was returned for evaluation.

Event description:
On (B)(6) 2025 the crm reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl following periods of interrupted insulin delivery. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis and treated with intravenous insulin and fluids and discharged on an unknown date. No long-term health effects were reported.